Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11. Traumatic events, such as a fall onto an implanted hip can lead to implant loosening, bone and implant fracture(s), dislocation, disassociation, and/or migration of the prosthesis. The subsequent treatment is based on the impact to the joint, prosthesis type and stability, and available bone stock. Symptoms can include pain, swelling, inability to move, grinding sensation, deformity, and loss of normal use of the extremity if nerve injury occurs. The device did not cause or contribute to the traumatic fall that led to the reported event. As the complaint indicates, the patient sustained an external trauma fall downstairs due to their ambulatory device breaking, in this instance crutches, which caused the complication of fracture with no allegations against the device prior to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure 2 weeks post implantation due to peri-prosthetic fracture that occurred when the patient fell down a set of stairs after a pair of crutches being used broke. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted